Event description:
The customer contact reported device breakage, subsequently bleed back was noted. The option-lok male adapter of the plumset was connected to a clave port on either an unspecified extension set or a PICC line. The tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. After an unspecified length of time in use, it was reported during disconnection of the plumset from the clave port, the option-lok male adapter of the plumset broke off in the clave port. It was reported that an unspecified volume of solution leaked and bleedback was noted. The clave port was replaced and therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.